Manufacturer narrative:
Qn#(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint was confirmed through evaluation of a returned product sample. The customer provided one radial artery, guide wire / needle assembly. The guide wire was advanced 4 mm beyond the needle tip where it was bent at 90 degree angle. The guide wire was stuck inside the needle and could not be advanced or retracted. The provided instructions direct the user to trial advance and retract the guide wire through the needle to ensure proper function before use and caution not to force feed the guide wire if resistance is encountered or retract against the needle bevel. A review of manufacturing records did not yield any relevant findings. Since the spring wire guide was severely bent, it appears that the spring wire guide was damaged during insertion causing it to become stuck inside the needle. Therefore, operational context caused or contributed to this event. No further action will be taken.

Event description:
It was reported that in the operating room the catheter was inserted over the guide wire placed in the patient's radial artery. There was a blood return and the doctor advanced the guide wire. However, it became stuck. As a result, the doctor was not able to pull back on the wire either, instead had to remove both the guide wire and catheter with difficulty. A new set was opened and successfully used. There was no reported delay, death, or complications to the patient as a result of this occurrence.